Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings:the audio bolus button cover was intact and the button responded normally during investigation. The complaint of the audio bolus button being under-responsive could not be duplicated during investigation. The audio bolus button cover was removed, and investigation revealed that the button slug was misaligned. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two placed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).